Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. He reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the moderately calcified and moderately tortuous right coronary artery (rca). The 3.50x48 mm xience xpedition stent was implanted and a dissection was noted. The dissection was treated with a 3.5x12 mm xience xpedition stent. There were no adverse patient sequela. No additional information was provided.